Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) is showing right ventricular (rv) pacing with programming set to left ventricular (lv) lead pacing only. Technical services (ts) was consulted and advised the rv pace is a back-up pace for the left ventricular automatic threshold (lvat) test, and the test is running four times a day and has been unsuccessful. Ts provided troubleshooting suggestions and recommended the patient to be evaluated in-clinic for further evaluation to determine if we have appropriate capture and consider turning the output to fixed if capture is appropriate because the lvat is not running successfully. This device and the non-(B)(6) lv lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).